Event description:
Caller states customer experienced a seizure related to low blood glucose symptoms with blood glucose result of 205 mg/dl obtained on the advantage system. A second result of 205 mg/dl was also obtained immediately following the first result. Paramedics were called, and blood glucose result of 25 mg/dl was obtained using the professional device (timeframe between customer's meter result and professional meter result is not known); caller states customer was likely treated with an IV (contents unknown), and her symptoms improved. Requested return of suspect device and replacement was sent.